Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that the suture sleeve was broken. The lead was capped (B)(6) 2024 and replaced with new lead. There were no patient consequences before and after procedure.